Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent anterior repair on (B)(6) 2012 and mesh was implanted. On (B)(6) 2013, the patient experienced exposure on anterior wall with recurrence of cystocele. The mesh was excised on (B)(6) 2013. The patient is using gellhorn pessary for recurrent prolapse. Additional information has been requested.